Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two firings of the device the clips came out scissored. The surgeon requested a new device. The procedure was completed with the new device. There was no patient impact. The device was discarded.